Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. A supply change was performed resolving the issue. Additionally, it was reported that intermittent minimum fill notifications occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer successfully loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 400 mg/dl.